Manufacturer narrative:
Investigation summary: a DHR review could not be performed as the lot number was not provided. Received one used nexiva 22ga unit without packaging from material number 383512; lot number unknown. Three photos were also submitted for review. Photo 1 displayed 22ga retracted unit with the winged adapter still attached to the tip shield. Photo 2 displayed closeup of the tip shield and the winged adapter. Photo 3 displayed closeup of the tip shield and the winged adapter. Visual microscopic evaluation: the needle was full retracted with the needle tip inside of the tip shield. Winged adapter still attached to the tip shield the winged adapter was removed from the tip shield and observed cured adhesive on outside of the winged adapter in the area of the grey canister and inside and edge of the tip shield photo: based on the evaluation of the submitted photo, similar findings to that of the returned unit were in common. Conclusion: manufacturing: the defect needle retraction failure was not identified or confirmed with the returned unit. The needle was completely retracted within the in-tip shield. When the needle is completely retracted with the needle tip in the tip shield and winged adapter still attached to the tip shield; the failure would be called failure to decouple. The cured adhesive dripped on tip shield and grip. This occurs in zone 6 of the nexiva full auto line.

Event description:
It was reported that bd nexiva¿ closed IV catheter system safety mechanism will not detach. This was discovered after use. The following information was provided by the initial reporter: the push tub didn't detach from the body.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd nexiva¿ closed IV catheter system safety mechanism will not detach. This was discovered after use. The following information was provided by the initial reporter: the push tub didn't detach from the body.